Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. No air noted, patient not affected. Rv 74.9, rate 2.2, given 23.8. No further information available.